Event description:
Head and liner change due to infection. Original surgery total hip (B)(6) 2024. First head and sleeve swap due to peri prosthetic fracture (B)(6) 2024.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#high insignia collared hip stem ; cat#7030-6525 ; lot#fb8a. Device name#high insignia collared hip stem ; cat#7000-6606 ; lot#15195351. Device name#tridentii tritanium cluster54e ; cat#702-04-54e ; lot#13819651a. Device name#delta un. Fem hd 40mm r40 16/18 ; cat#6519-1-040 ; lot#20982857. Device name#uni adaptor sleeve v40 ti ; cat#6519-t-204 ; lot#99708704. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.